Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic because their implantable cardioverter defibrillator was at eri. Prior to the device exchange, it was observed the patients right ventricular lead had an elevated capture threshold. The rv lead was capped and replaced.